Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom g6 user guide - taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may falsely raise your sensor glucose readings.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 338 mg/dl, and the meter bg reading was 80 mg/dl. As a result of the increased basal, customer's blood glucose (bg) level lowered ranging from 35-40 mg/dl. Bg was addressed via consumption of carbohydrates. Reportedly, the customer had taken over 1,000 mg of acetaminophen which are known to affect cgm values. Tandem technical support educated the customer on labeling guidelines. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.